Event description:
A surgeon reports that following intraocular lens (iol) implantation, the surgeon observed the haptic was stuck on the surface of the lens. The decision was made to leave the iol in place. During a postoperative examination, it was noted that the patient did not have 100% visual field and the haptic continued to be stuck on the lens optic. Additional information has been requested.

Manufacturer narrative:
H.3., 6.: the complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation.